Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 18 straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair on (B)(6) 2019 and the absorbable straps were used. During three subsequent firings of the device the absorbable straps were found to be loose and not securing the hernia mesh in place. Another like device was used to complete the procedure successfully. There were no patient consequences reported.